Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-23808. It was reported the patient has not used or charged his ipg in approximately 5 years due to uncomfortable heating while recharging. Subsequently, a new le charging system was sent to the patient to address the reported issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients.  An increase in prior non-reported heating while charging events and other non-reported events was expected. Please note: the actual event date is unknown.

Manufacturer narrative:
Correction/removal #: 1627487-2014-07262012-002-r; 1627487-12192011-003-r; 1627487-0542011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.